Event description:
It was reported that the target lesion was in the left anterior descending artery, which had heavy tortuosity, moderate calcification, restenosis and a 99% stenosis. Predilatation was performed with a non-abbott dilatation balloon prior to stenting the lesion with a 2.5x18 mm xience v stent; however, during deployment, the xience v stent delivery system (sds) balloon ruptured at 8 atmospheres, at 30 seconds on the first inflation. The sds was removed from the patient because the stent implant was mostly expanded well. Post dilatation was required as intervention with the same non-abbott balloon to fully deploy the stent to complete the procedure successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, fielder fc. Guide cath: axess. It should be noted that the japan xience v everolimus eluting coronary stent system instruction for use (IFU) states, this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation contributed to the reported complaint; therefore a notification letter will not be requested. Factors that may contribute to balloon material ruptures include but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a product quality deficiency, all stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage or leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database revealed no other incidents reported for balloon rupture/leak or failure/partial stent deployment for this lot. In this case, it is most likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported restenosed, mildly calcified, heavily tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt. Post-dilatation was performed to fully expand the partially apposed stent to the vessel wall. There is no indication of a product quality deficiency.